Manufacturer narrative:
After an initial bunion surgery it was reported that upon reviewing radiographic images from routine follow-up appointments, breakage was observed in one screw and one plate. The device(s) remain implanted with no reported plans for a revision. However, the patient is unsymptomatic which the surgeon has indicated is doing well with no complaints. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014, and 1508-4000) and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the breakage of the plate and screw, based on the available information the devices were likely subjected to excessive bending stresses as a result of incomplete screw lock. The surgical technique instructs on the proper method for inserting screws into a plate to achieve a complete lock of the screw head into the plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, one plate and one screw were found broken upon review of radiographic images from the patients postoperative follow-up. The devices currently remain implanted with no revision scheduled at this time.